Event description:
It was reported that when the articular surface inserter was used to place the articular surface onto the tibial baseplate outside the pt, the front lip of the tibial component fractured off.

Manufacturer narrative:
This report will be amended when our investigation is complete.